Event description:
Customer reported that the insulin pump returned an error alarm. The insulin pump's alarm history showed that an additional error alarm had been returned. Blood glucose level was 89 mg/dl at the time of the call. The insulin pump also returned a button error alarm. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was not any button error alarm, a17 alarm or a21 alarm during testing. The insulin pump passed the a21 error test. The insulin pump passed the self test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.